Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to th reported hyperglycemia of pinching sensation. The customer reported dampness at the infusion site which may indicate that the cannula had dislodged from the skin, which could interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".

Event description:
The customer reported that her blood glucose reached 323 mg/dl and that she also feels dampness at the cannula end of the pod and on the adhesive, as though her bolus delivered outside her body. The pod is on her abdomen and is due to be changed in a couple of hours. She also reported feeling a "pinch" only when she moves.